Event description:
It was reported that about a month after implant, the left ventricular (lv) lead showed increased thresholds. An x-ray indicated a dislodgement. It was noted that the lead was hardly fixed to the vein due to the patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was covered in blood (not obstructed). (B)(4).